Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2024, the patient stated she was having a cgm inaccuracy when compared to her bg meter readings. However, the patient can no longer recall the specific values. The patient stated she was treated with an unspecified IV and was hospitalized for one day due to the inaccuracy. No patient symptoms were reported. The patient refused to provide any further details about this event. The patient was fine at the time of the report. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.